Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty completing the fill tubing process. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was guided through the load process and successfully completed the process.